Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 369 mg/dl, 137 mg/dl, 165 mg/dl, and 116 mg/dl. No high blood symptoms reported. No actions taken based on device results. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.